Manufacturer narrative:
(B)(4). Batch # 804a97. Additional information was requested, and the following was obtained: is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown . Investigation summary: a device along with a photo was returned for evaluation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the device performed without any difficulties noted. The test reload was placed and removed with no issues noted during functional testing.  This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a jaws of a device with a blue reload, with the drivers up and with some staples properly formed stuck on the pockets. In addition, the reload appears to be that it is not fully charged on the channel. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an appy it appeared that the back of the load was loose/unseated twice. Device fired correctly. No patient consequences reported. No further information is available.